Event description:
The customer reported that the error codes (e116, e117, and e118) occurred on three separate instances. Please see patient identifiers (B)(6) for the other two events.

Event description:
Additional information received from the initial reporter confirmed the loss of image and error codes were discovered during a therapuetic appendectomy procedure. The procedure was completed using a similar device and there was a 15 minute delay to the procedure. There was no patient harm or consequence reported as a result of the event. Additional details have been requested regarding the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The customer¿s complaint was unable to be reproduced during the device evaluation. Based on the results of the investigation, the root cause of the error codes and loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information/correction obtained from the customer. Please see update to b5.

Event description:
The reported event (black screen/loss of image/error codes) occurred during a therapeutic visceral coelioscopy (appendectomy, colectomy). The events happened during the weekend.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had no image and received an e116, e117, and e118 otv error code. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.